Event description:
The customer reported the sys made a pop noise while shooting x-rays and the screen went to gray. This issue will cause the sys to be unusable due to the inability to see the live image. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube and temperature sensor were replaced and the filament was calibrated during the svc call. The sys was tested and found to be working as intended and put back into svc.